Event description:
The device was not generating enough heat to cauterize the tissue and there was no confirmation tone for completed cautery from the device. The generator was turned off and on to reset. Device was still ineffective. New device opened and worked per surgeon. No patient injury.